Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced vaginal discharge, exposed sacrocolpopexy device and left obturator muscle pain. Patient had a robotic resection of sacrocolpopexy device, robotic drainage of peritoneal abscess, partial resection of suburethral device, and cystoscopy under general anesthesia.

Manufacturer narrative:
Pathology report indicates specimen consists of 4.2 x 3.7 x 1.3 cm irregular segment of tan, mesh-like material with attached segments of blue suture material. Also in the container is a 1.2 x 0.8 x 0.5cm pink red soft tissue fragment. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of exposure, pain, abscess, quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the restorelle was to be implanted on (B)(6) 2016 and explanted on (B)(6) 2022. It was reported that the patient needed drainage of peritoneal abscess, partial resection of suburethral sling, cystoscopy under general anesthesia for vaginal discharge, exposed sacrocolpopexy mesh and left obturator muscle pain.